Event description:
The customer reported via phone call having been hospitalized in 3 different states more than 2 years prior due to high and low blood glucose. The customer stated that he received a letter stating that the reservoirs were defective. Customer stated that he almost died twice. Customer reported that the insulin pump was not functioning correctly during the fill process and was not delivering the insulin needed. The most recent blood glucose reading was 383 mg/dl. The customer tested again and it dropped to 28 mg/dl. The customer complained of feeling lightheaded and unable to move. He reported that he had not been admitted but went to the emergency room and was released. He was wearing the insulin pump at the time of the event. He noted that, when he pressed act button, he saw numbers on the screen but no insulin came out. He noted that the plunger was hard to manually push. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional tests including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No unexpected maximum fill alerts were noted during testing. No rewind anomaly or prime anomaly was noted. The unit functioned properly. All buttons functioned properly. No damage on keypad traces were noted during a visual inspection. The unit was received with a minor scratched liquid crystal display window and cracked reservoir tube lip. Results are pending from the delivery volume accuracy test and keypad inspection. Please see medwatch report # 3004209178-2015-51243

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the lcd connector was inspected and no anomaly was noted. The insulin pump passed the displacement accuracy test.